Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the recharger screen was blank. The patient stated that the recharger was fully charged, but as soon as they unplugged the recharger from the wall the recharger screen went blank. The recharger was plugged in and showed it was fully charged. The patient then stated the recharger screen was blank and none of the buttons were working because nothing came up on the screen. The recharger was not beeping. The patient stated their ins was almost depleted. It was confirmed that the desktop charger green light was on, the arrows matched up, and the metal tip was not bent. The patient stated when plugged in the recharger showed it was charging. The patient stated they had problems having to charge every day for 3 hours. The patient stated they charged more often, but had not had any recent adjustments. The patient had programs a and b, but stick with program a because it covered more area.